Manufacturer narrative:
A corrective and preventive action was initiated for the issue and recall issued prior to this complaint being logged. The customer sample was not available for evaluation. It is vital to the investigation that the customer sample or lot number be available for review and testing. As no lot number was provided, we were unable to trace the device history record, quality testing performed and corresponding results. An analysis of the complaint data since june 2016 to present was reviewed and demonstrates that this is the first time that this type of issue is reported from this catalog in the last 12 months. A root cause for the reported concern cannot be identified with the amount of information available. The allegedly defective sample was not returned for evaluation. No actions identified, since no evidence of a manufacturing issue was found. It is important to ensure that product is used per instructions provided in the directions for use that states the following: ¿trocars, drains and reservoirs are for single patient use only and should be discarded after use. Do not use if package has been opened or damaged. Risk associated with the use of wound drains include, but are not limited to, infection and inflammation. Prior to surgery, the patient should be informed of the risk or complications arising from the patient¿s degree of intolerance to any foreign object placed in the body.¿  the investigation and 100% inspection of 22,000 units from inventory showed that the potential for a failed sterility (tested via industry standard dye testing) is very low at 0.23% of product produced. Based on the information provided, it cannot be confirmed that the infection experienced was caused by or related to this product.

Manufacturer narrative:
The investigation is on-going. A follow-up report will filed once investigation has been completed.

Event description:
Customer reported that the patient allegedly developed an infection after having a jackson pratt drain placed. Customer reports that a female patient age (B)(6) had a jackson pratt drain placed following an abdominal plasti procedure. Drain was placed on (B)(6) 2017 and removed on (B)(6) 2017 and the patient returned to the hospital due to drainage. Patient was given antibiotics due to infection according to the nurse. Facility does not track lot number and is reporting product was either product number su130-1411 or jp-hur195.